Event description:
It was reported that the patient was presented to the emergency room with apparent pacing spikes and intermittent loss of capture and no capture in the right ventricular (lv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.